Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2012: (B)(6) health system. (B)(6) , pa/(B)(6) , md. Emergency department note. History of present illness: multiple hernia surgeries and subsequent intraabdominal abscess in (B)(6) 2012, presents to the ER with complaints of possible wound infections. Patient states she has had multiple hernia repairs, most recent 5 years ago. Doing well until april she noticed some redness and discomfort to her abdomen. Seen at outside facility where she was diagnoses with an intraabdominal abscess which was drained and an abdominal wall abscess. She has since had an open incision which is healing by secondary intention. Transferred care and has been seeing general surgery here who plans excision of the mesh and abdominal wall reconstruction in august. Patient states since june 10 she has had a change in the color of previous yellowish drainage to a dark brown output. More copious in drainage and foul odor to it. She has noticed redness and a few blisters around the incision site and has some surrounding pain and ¿bloating¿. Exam: abdominal: tenderness. There is a 4 cm open abdominal wound in the patient¿s mid abdomen with surrounding erythema, warmth and slight tenderness. There is copious foul smelling brown drainage from the wound. Initial evaluation included cbc, and blood cultures which were all unremarkable. Diagnosis: abdominal wall infection, concern for enterocutaneous fistula. On (B)(6) 2012: (B)(6) health system. (B)(6) , md. Radiology-CT abdomen/pelvis. History: hernia mesh repair. Please evaluate for infection. Patient has open abdominal wound. Findings: abdomen: mediastinal shift to the right is noted. There is elevation of the left hemidiaphragm. Mild diffuse hepatic steatosis noted, with evidence for prior cholecystectomy. There are no enlarged abdominal or retroperitoneal lymph nodes. Evidence for prior mesh repair. Just deep to the mesh graft, there are extensive gas collections, with what appears to be a fistulous communication to the subcutaneous tissues. A segment of the transverse colon, is the ureter to this area of abnormality with gas collections and soft tissue thickening. No significant fluid collection is seen in this region. Just in the superior to the mesh graft hepatic, and in the anterior abdominal wall in midline is another defect with herniation of intraperitoneal fat, seen on image 30 of series 3. The defect measures about 2.2 cm. No intra-abdominal fluid collections seen. Pelvis: no pelvic fluid collections seen. Multiple sigmoid colon diverticula are noted. Conclusion: postoperative changes following anterior abdominal wall mesh repair. No significant fluid collection is seen in this region, however there is extensive gas, and soft tissue stranding just deep to the mesh graft, with fat plane between the transverse colon and the mesh graft being effaced. Small gas bubbles are seen extending to an anterior abdominal wall wound. Findings are suspicious for a colocutaneous fistula, with associated inflammatory changes, deep to the mesh graft. No additional abdominal or pelvic fluid collections. Incidental findings include sigmoid colon diverticula and possible balder neck or proximal urethral calculus. On (B)(6) 2012: (B)(6) health system. (B)(6) , md. Discharge summary. Principal diagnosis: enterocutaneous fistula. Chronic abdominal wound infection. Brief history: 4 prior ventral hernia repairs, most recently 5 years ago using a large synthetic mesh. 2 months ago, developed drainage from the superior aspect of her prior incision, turned into a 2 x 2 centimeter wound with visible mesh and purulent drainage. Evaluated and discussed mesh excision with abdominal wall reconstruction due to infected mesh. The past week purulent drainage has turned into malodorous feculent drainage increasing output daily. Hospital course: admitted for evaluation of reported increased drainage and pain from her chronic abdominal wound/enterocutaneous fistula. Underwent further evaluation which included CT scan of the abdomen. CT scan showed no significant fluid collection. Findings suspicious for a colocutaneous fistula, with associated inflammatory changes, deep to the mesh graft. Remained afebrile and white count was normal. Discharge day exam: abdominal area with an approximately 2 x 2 centimeter circular open wound draining some brown feculent liquid. Mesh was visible. There was skin breakdown around the wound but no overt infection appreciated. Discharge instructions: notify physician if temperature above 100.5. Increased pain or discomfort. Excessive redness, swelling, drainage with a foul odor at fistula site. Procedure: CT of abdomen and pelvis. Conclusion: postoperative changes following anterior abdominal wall mesh repair. No significant fluid collection is seen in this region, however there is extensive gas, and soft tissue stranding just deep to the mesh graft, with fat plane between the transverse colon and the mesh graft being effaced. Findings are suspicious for a colocutaneous fistula, with associated inflammatory changes, deep to the mesh graft. No additional abdominal or pelvic fluid collections. Incidental findings include sigmoid colon diverticula. Recommended follow up: primary care physician in 1-2 weeks. General surgery clinic if needed prior to your surgical date on 08/14/12 if needed. On (B)(6) 2012: (B)(6) health system. (B)(6) , md. Radiology-CT abdomen/pelvis. Indication: abdominal pain. Findings: abdomen: there is extensive colonic diverticulosis without evidence of acute inflammation. Redemonstration of evidence of prior hernia mesh repair. Again just deep to the mesh graft is extensive fluid and gas collection which appears more prominent than on prior examination (measuring 7.5 x 1.3 x 3.1 cm versus 6.3 x 0.9 x 2.6 cm on prior exam) with apparent fistulous connection to the subcutaneous tissues. Again a segment of transverse colon is seen associated with this collection deep to the mesh concerning for colocutaneous fistula. There has been interval worsening of fat stranding involving the subcutaneous fat and omental fat just deep to the mesh hernia repair concerning for interval worsening of infectious/inflammatory changes related to the mesh repair. Again just superior to the mesh graft there is another defect in the intra-abdominal wall containing intraperitoneal fat and is unchanged. There is no associated fat stranding in this region. No intraperitoneal fluid collections. Impression: findings concerning for colocutaneous fistula with interval increased size of a fluid and gas collection related to the mesh as well as increased fat stranding both of the surrounding subcutaneous tissues the omentum just deep to the mesh as described above. Given interval increase in inflammatory changes surrounding the mesh, findings are concerning for worsening infection/inflammation, correlate clinically. Extensive colonic diverticulosis. On (B)(6) 2012: (B)(6) health system. (B)(6) , md. Emergency department note. Presented to emergency department with fever and abdominal pain-right upper quadrant. History of present illness: pmh [past medical history] significant for abdominal hernia repair with mesh c/b [complicated by] wound infections and now enterocutaneous fistula presenting today with worsening abdominal pain, drainage from fistula site and fever for several days. She last presented with similar, but less severe, sx [symptoms] on 06/25/12, at which time she was admitted until 06/26/12 for w/u [work up] of worsening abdominal pain. Given lack of leukocytosis, fever or intraabdominal abscess as confirmed with CT, she was d/c [discharged] home with plans to remove infected abdominal wall mesh in 8/2012. Since then she has been experiencing worsening sx [symptoms] and presents today for further evaluation. Review of systems: skin: positive for wound. Midline abdominal surgical wound c/b [complicated by] fistula with overlying ostomy bag draining salsa-looking material from it. Exam: abdominal: tenderness especially around midline hernia surgical incision site. Wbc 11.2. CT [computed tomography]: 1. Findings concerning for colocutaneous fistula with interval increased size of fluid and gas collection related to the mesh as well as increased fat stranding both of the surrounding subcutaneous tissues the omentum just deep to the mesh as described above. Given interval increase in inflammatory changes surrounding the mesh, findings are concerning for worsening infection/inflammation, correlate clinically. 2. Extensive colonic diverticulosis. Clinical impression: 1. Acute or chronic abdominal wound infection. Abdominal hernia s/p [status post] repair with mesh c/b [complicated by] recurrent infections and now enterocutaneous fistula, presenting with leukocytosis, fever, chills, worsening abdominal pain and fistula drainage, c/f [clinical features] sepsis 2/2 acute worsening of chronic abdominal wound infection with enterocutaneous fistula. Recently underwent CT for evaluation of abdominal pain without evidence of intraabdominal abscess, but given worsening sx [symptoms] in setting of fever and leukocytosis, repeated CT today was remarkable for worsening abdominal wall infection c/b [complicated by] progressive enterocutaneous fistula. Likely etiology is worsening abdominal wall infection with infected mesh. On (B)(6) 2012: (B)(6) health system. (B)(6) , mbbs. Radiology-ultrasound guided abdominal aspiration. Clinical information: multiple infected ventral hernias now with recently infected mesh. Fevers and abdominal fluid collection. Procedure/findings: prelim examination with ultrasound reveals a heterogenous collection located deep to the patient¿s colocutaneous fistula and overlying abdominal wall collection bag. Portions of the anterior wall mesh were visible and fluid was located both anterior and posterior to the mesh inferiorly. The right lateral aspect of the collection was clearly visible adjacent to the lateral edge of the abdominal collection bag. The right lateral abdomen was prepped and draped in the usual sterile fashion. The skin was anesthetized with 1% lidocaine. Under ultrasound guidance, a heterogenous fluid collection was punctured with a 18-gauge spinal needle. Attempts were made to aspirate fluid from this collection but no visible fluid was obtained. The needle was washed with sterile saline and the washings were sent for microbial analysis. Post scanning showed no change in the size or appearance of the right lateral component of the fluid collection. The patient tolerated the procedure well. No immediate complications were noted. Impression: uncomplicated ultrasound guided abdominal aspiration needle washings obtained and sent for microbial analysis. On (B)(6) 2012: (B)(6) health systems. (B)(6) , pa-c/ (B)(6) , md. Discharge summary. Principal diagnosis: colocutanoeus fistula and infected mesh. Procedure: exploration and washout of abdominal wound and associated colocutaneous fistula. Admission history: has undergone multiple ventral hernia repairs, the most recent of which involved the use of synthetic mesh. She developed an infected mesh and an associated colocutaneous fistula. Recommended she undergo an elective exploration with removal of mesh and abdominal wall reconstruction in (B)(6) 2012, however she presented to emergency department on (B)(6) 2012 complaining of fevers and increased pain near the site of her colocutanoeus fistula. Clinical course: CT scan of the abdomen and pelvis demonstrated her fistula and did suggest the presence of increased subcutaneous collection both beneath and above the mesh. Given the evidence of increased collection and her ongoing fevers despite antibiotic treatment, the decision was made to take her to the operating room for exploration and washout of her wound. Her abdomen was soft and non-distended. Provided wound care and medication instructions. On (B)(6) 2012: (B)(6) hospitals and health centers. (B)(6) , md. Emergency department note. Past medical history significant for recurrent ventral hernia repairs, abdominal mesh infection, and enterocutaneous fistula who presents to emergency department due to increasing abdominal pain. Patient underwent cholecystectomy approximately 18 years ago. As a result of this surgery, she suffered an umbilical hernia. Hernia was repaired, but defect relapsed and approximately a year later required a second ventral hernia repair. One year later patient required a third ventral hernia repair. Third surgery in 1999 they placed abdominal mesh. Patient required fourth ventral hernia repair in 2007. They removed mesh that was placed in her third operation and replaced it with a larger abdominal mesh. On april 26. 2012 patient noticed red spot on her abdominal wall near old incision site. Patient reported increased amount of tenderness. Protrusion was assessed, and eventually she was diagnosed with an abscess containing e. Coli. During this process, the patient developed an enterocutaneous fistula. She presented to university of michigan emergency department with abdominal pain. July 4 underwent exploratory laparotomy and washout. Given the fact that her abdominal mesh was likely harboring infection a removal was planned for mid-august. Review of systems: gastrointestinal: positive for nausea and abdominal pain. Physical exam: abdominal: tenderness. Ostomy bag over her midline supraumbilical ec [enterocolitis] fistula. Wound is approximately 5 cm in diameter and the skin edges are oozing blood. There appears to be exposed mesh in the wound base with malodorous, brown material draining around it. Labs were notable for a high-normal white count and the patient also became febrile. Clinical impression: abscess of abdominal cavity. Disposition: admit. On (B)(6) 2012: (B)(6) health system. (B)(6) , mb bch. Radiology-x-ray abdomen. History: abdominal pain. Impression: few loops of mildly dilated, air filled small bowel in the left hemiabdomen. The colon is of normal caliber. Findings may represent small bowel ileus versus early partial small bowel obstruction. No pneumatosis or portal venous gas. On (B)(6) 2012: (B)(6) health system. (B)(6) , md. Radiology-CT abdomen/pelvis. Clinical history: abdominal pain in setting of prior enterocutaneous fistula. Findings: the bowel appears grossly nonobstructive. Extensive colonic diverticulosis is noted. Status post mesh placement in the anterior abdominal wall, presumably for ventral hernia repair. A partially open wound in the midline is noted with overlying ostomy/wound vac device. There is extravasated oral contrast and mottled debris/stool near the expected cutaneous communication (image 43 series 4), compatible with colocutaneous fistula. Much of the mottled debris appears deep to the mesh itself, and there is a discrete connection to the transverse colon, best revealed on image 44 series 3. This area measures up to 9.6 cm in greatest axial dimension on image 45 series 3, and extends over a depth of approximately 2 cm. Nondependent extraluminal gas is noted within the collection (image 54 series 3). No intra-abdominal collection is clearly appreciated. No enlarged lymph nodes. No substantial free fluid. Impression: postoperative changes suggesting prior ventral hernia repair with in situ mesh. A partially open wound is seen in the midline with overlying ostomy/wound vac device. There is mottled attenuation extravasated oral contrast deep to the mesh, which probably communicates to the cutaneous surface, compatible with colocutaneous fistula. The source of the fistula appears to be the mid transverse colon. No deep/distant intra-abdominal collection is appreciated. Extensive colonic diverticulosis is noted without acute complication. On (B)(6) 2012: (B)(6) health system. (B)(6) , md, phd. Pathology report. Specimen information: ID: (B)(6) . History: recurrent ventral hernia status post multiple repairs with mesh presenting with worsening abdominal pain around fistula. Operative procedure/tissue submitted: ex lap [exploratory laparotomy] removal of infecting mesh, ileostomy formations wound vac. Gross: 1. ¿explanted mesh for gross¿. Received in formalin in a large container is a 14.5 x 9.0 x 3.7 cm aggregate of slightly green discolored abdominal mesh. Gross description only. Microscopic diagnosis: 1. Abdominal wall, foreign body, removal: surgical hardware (gross diagnosis). On (B)(6) 2012: (B)(6) health system. (B)(6) , md. Radiology ¿ CT abdomen/pelvic. History: patient presents with fever. Patient has an infected mesh graft. Please evaluate for abscess. Findings: there has been removal of the previously demonstrated infected mesh graft of the anterior abdominal wall. Large midline anterior abdominal wound defect is identified. Large amount of packing material seen in this region. There is a 2, entering through the anterior abdominal wall defect, which has benign appearance to. Uncertain whether the catheter within the transverse colon or adjacent to it. High density material presumably contrast material is seen tracking along the catheter in the anterior abdominal wall defect, possibly representing a colocutaneous fistula. Also seen in the subcutaneous tissues of the anterior abdominal wall, inferior to the no defect, bubbly structures, which could represent part of the wound vac material itself. Interval changes in the subcutaneous tissues. Also noted. No significant abdominal fluid collections are now present. Conclusion: large midline anterior abdominal wall defect, following the removal of infected mesh graft. No significant residual fluid collections seen within the peritoneal cavity in the abdomen or pelvis on the anterior abdominal wall. Known colocutaneous fistula with catheter placed in the fistula, with bulb, as well as tip of catheter within midtransverse colon. Sigmoid colon diverticula. On (B)(6) 2012: (B)(6) health system. (B)(6) , pa-c. Discharge summary. Principal diagnosis: colocutaneous fistula and infected mesh. Open abdominal wall wound. Comorbidities: ventral hernia- recurrent. Pertinent procedures: date: (B)(6) 2012. Procedure: excision of infected mesh and placement of wound vac for a colocutanoeus fistula with through infected mesh. Patient tolerated operation well. Intermittently had pot-operative fevers and was diagnosed with e coli uti [escherichia coli urinary tract infection] and completed treatment. She was provided wound care and medication instructions. Activity level: no lifting, pulling, or pushing objects greater than 10 lbs. Discharged on parenteral nutrition, and kept on npo [nothing by mouth] status. On (B)(6) 2012: (B)(6) general surgery clinic. Telephone encounter. New onset of abdominal pain, vomiting, malodorous urine, increased fistula drainage. Sending patient to ed via ambulance now. On (B)(6) 2012: (B)(6) health system. (B)(6) , md. Emergency department note. History of present illness: patient developed increasing abdominal pain and increased stool production from fistula. Admits to nausea without vomiting, generalized abdominal pain. Labs: wbc 11.8. Clostridium toxin report: positive. Clinical impression: intestinal infection due to clostridium difficile. On (B)(6) 2012: (B)(6) health system. (B)(6) , md. Radiology-CT abdomen/pelvis. History: abdominal pain with infected mesh, fever. Conclusion: suspicion for presence of a colocutaneous fistulas as evidenced by contrast density material in large midline anterior abdominal wall wound defect. No significant intra-abdominal or pelvic fluid collection. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1930, 2240 2422 3191: appropriate term/code not available for ¿folded mesh, separated mesh from fascia¿] were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 1999 through (B)(6), 2014 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6), 2000 through (B)(6), 2001, and (B)(6), 2001 through (B)(6), 2005, and (B)(6), 2006 through (B)(6), 2007, and (B)(6) 2008 through (B)(6), 2012 were not provided. Patient information: medical history: ¿ morbid obesity ? (B)(6) 1999: 227 lbs., bmi 41.5 ? (B)(6) 2007: 208 lbs., bmi 38 ? (B)(6) 2012: 193 lbs., bmi 35.3 ¿ extensive colonic diverticulosis surgical procedures: ¿ unknown date: ventral hernia repair with mesh ¿ unknown date: ventral hernia repair with lysis of adhesions ¿ unknown date: cholecystectomy ¿ (B)(6) 2000: exploratory laparotomy. Lysis of adhesions. Resection of the hernia sac, multiple. Resection of previous mesh along with repair of the large ventral hernia with gore-tex mesh. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2006: vaginal hysterectomy and left salpingo-oophorectomy. Vaginal vault suspension using bilateral sacrospinous ligament fixation. Pubovaginal sling. Anterior and posterior repair with the graft. Cystoscopy. ¿ (B)(6) 2007: repair of incarcerated recurrent ventral incisional hernia with mesh 15 x 20 centimeters. Reduction of incarcerated hernia. Mesh repair of two additional upper ventral abdominal wall hernias with large ventralex mesh. Complex abdominoplasty with abdominal wall reconstruction. ¿ (B)(6) 2012: ultrasound-guided abscess aspiration/drainage of the anterior wall. ¿ (B)(6) 2012: incision and drainage of abdominal wall abscess r/o [rule out] fistula ¿ (B)(6) 2012: incision and drainage of abscess with exploration of abdominal wall wound and sharp excisional debridement of necrotic tissue. Removal of multiple sutures around mesh/fistula area. ¿ (B)(6) 2012: exploration and washout of abdominal wound and associated colocutaneous fistula ¿ (B)(6) 2012: excision of infected mesh and placement of wound vac. Implant preoperative complaints: ¿ (B)(6) 2099: CT abdomen/pelvis [a/p]. ¿conclusion: evidence of a large anterior lower abdominal wall and pelvic hernia with herniated bowel loops in the subcutaneous area of the lower abdomen and pelvis.¿ ¿ (B)(6) 1999: emergency room: ¿impression: acute and recurrent multiple abdominal wall hernias, no evidence of any acute incarceration.¿ ¿ (B)(6) 2000: indications: ¿... 64-year-old white female who had previously two ventral hernia repairs, the first one requiring a mesh repair; the second one was primarily repaired with lysis of adhesions. Was found to have recurrent, persistent hernia. Because of the hernia at multiple sites and it got incarcerated two days prior to the admission and was seen in the emergency room.¿ ¿... Patient was readmitted with persistent pain and incarceration of the hernia. Even though this was reduced, it was decided at this time patient should have a bowel [prep] and definitive surgery the following day.¿ implant procedure: exploratory laparotomy. Lysis of adhesions. Resection of the hernia sac, multiple. Resection of previous mesh along with repair of the large ventral hernia with gore-tex mesh. [Implant: gore® dualmesh® biomaterial, 1dlm08/p11351-092, 26cm x 34cm x 1 mm thick, oval] implant date: (B)(6), 2000 [hospitalization dates (B)(6), 2000] ¿ findings: ¿on exploration of this area, it was noted patient has three large defects in the fascial area. The lower one to the right of the umbilicus through the previous mesh repair at the margin as well as there is one on the left side of the umbilicus and one on the upper right side of the umbilicus. Large hernia sac was identified in each of those, which were excised, and the entire weakened fascial portions in the central part of the abdomen; including the previous mesh, were sharply excised and the fresh edge of the fascia was identified and then the bowel was reduced and lysis of adhesions was done. The entire defect was repaired in the following manner by using a large gore-tex graft. No other abnormality was noted in the abdomen, except, multiple adhesions were noted within the loops of small bowel. The adhesions between the loops were lysed, but many of the chronic adhesion areas were left intact.¿ ¿ description of hernia being treated: ¿a vertical midline incision was given. Immediately after the skin and some subcu [subcutaneous] incision, it was noted that the patient had a large amount of herniated bowel through the hernia sac; hence the utmost precaution was taken not to injure any bowel and a small opening in the weakened portion of the sac in the midline was done and as the bowels were reduced from the hernia sac, the hernia sac was excised in the manner, first on the left of the midline and then the two large sacs were noted on the right of the midline; one slightly below the umbilicus through the margin of the previous mesh repaired as well as one on top of it. Within both hernial sacs, loops of bowel were noted to be herniated. They were gently retracted and some lysis of adhesions needed to be performed in this area. After the bowel was pushed back, the hernial sac was pulled out with a kocher clamp and excised completely. The attenuated portions of the fascia also were excised on the right side; thereby creating a fresh edge of the anterior and posterior rectus fascia. As the fascial defect near the lower portion of the graft, which was previously placed, was also excised, the anterior margins of the fascia; both in the circumferentially manner on the right and left were thereby created creating a fresh margin of the fascia. Abdominal cavity was thoroughly irrigated with clorpactin and normal saline.¿ ¿ implant size and fixation: ¿following this, it was decided to repair this entire defect with a gore-tex graft in the following manner. A large gore-tex graft was placed over the defect suture was started over the top of the anterior fascia in a circumferential manner starting from the lower midline across the circumference on the right side of the fascia. This was done about 4 centimeters away from the fascial edge using #1 prolene from 9 o¿clock all the way down to the 6 o¿clock position and also from 9 o¿clock up to the 12 o¿clock position on the right side. Following this, the medial portion of the fascia was cut in such a way that the entire defect could be covered with the gore-tex mesh without much tension at the suture line. The left side of the fascial edge was sutured with the undersurface of the gore-tex graft about 4 centimeters away from the margin with continuous running sutures from 6 o¿clock all the way up to the 12 o¿clock position with #1 prolene and then the edges of the fascia were overlapped on the top of the anterior sheath and a continuous running suture with #2 ethibond was made in this manner from 6 o¿clock all the way up to the 12 o¿clock position. In this manner, there are two layers of sutures placed; one at the fascial edge with the gore-tex mesh and one at the edges of the gore-tex mesh with the anterior sheath. Good suture repair was done and it was treated and found to be otherwise secured. The area was thoroughly irrigated with sterile clorpactin solution. The jackson-pratt [jp] drain was inserted through stab incision and placed into the large subcutaneous defect that was creased because of the reduction of the hernia and the bowel and sutured in placed. The subcutaneous tissue was closed with continuous running suture with 2-0 chromic. The skin was closed with staples.¿ ? (B)(6) 2000: pathology. ¿fibroconnective tissues and admixed portions of synthetic mesh and suture, ventral abdominal region (herniorrhaphy) : hernia sac with associated soft tissues.¿ ? (B)(6) 2000: discharge. ¿abd [abdominal] binder in place, abd drsg [dressing] changed without s/s of infection. Jp drain x 1 in place.¿ relevant medical information: ¿ (B)(6) 2000: ¿post-op ventral hernia repair. Still tender. Abd soft, incision c/d/I [clean/dry/intact]. Jp drain 30 cc. Removed staples no s/s of infection.¿ ¿ (B)(6) 2000: ¿post-op hernia repair. No problems with that. No pain. No signs of infection. Jp drain removed. No drainage.¿ ¿ (B)(6) 2000: microbiology. ¿source: jackson-pratt. Final report: moderate enterococcus faecalis.¿ ¿ (B)(6) 2000: x-ray abdomen. ¿mild small bowel ileus in the epigastric region, without high grade mechanical colonic obstruction or gi perforation.¿ ¿ (B)(6) 2000: ¿feeling good-starting to do more around the house. No complaints. Healed well; no signs of infection.¿ ¿ (B)(6) 2001: CT a/p. ¿conclusion: there has been apparent interval surgical repair of previously seen large ventral/abdominal wall hernia and approximately 10.0 cm cystic or fluid filled focus intimately associated with anterior abdominal wall . The possibility of focal midline post-op seroma or even infectious-process such as focal abscess considered. No evidence of involvement or entrapment of regional bowel loops and no bowel obstruction or pneumoperitoneum.¿ ¿ (B)(6) 2005: CT a/p. ¿conclusion: large 6 x 10 cm ring enhancing fluid collection centered in the right rectus musculature, could represent abscess, hematoma or seroma.¿ ¿ (B)(6) 2005: radiology-abdomen multiple/chest one view. ¿conclusion: bowel gas pattern could be secondary to ileus or less likely early/partial small bowel obstruction. Bowel gas also suggest some degree of bowel wall thickening. Particularly involving the small bowel loops at the left upper quadrant.¿ ¿ (B)(6) 2005: ¿increasing abdominal distention. Recent history of urinary tract infection. Presents with increasing abdominal girth without pain or tenderness. CT scan revealed 6 x 10 cm fluid collection within the right musculature. Impression: right abdominal wall abscess. Plan: admitted and started on IV antibiotics. Surgery consultation.¿ ¿ (B)(6) 2005: consultation. ¿impression/recommendation: 1-week hx [history]of fever & feeling sick, fever resolved 2 days ago when pt. [Patient] began levaquin for kidney infection. Pt. Noticed abdominal bloating for which she came to hosp. [Hospital] exam: abdominal mass, soft mass in epigastric region. Luq hernia 3 cm in diameter, reducible. Rlq mass. Diagnosis: superficial abdominal mass seroma v. Abscess, with luq hernia. Recommendations: will aspirate fluid and send for culture.¿ ¿ inpatient hospitalization [hospitalization dates unknown] ? (B)(6) 2006: vaginal hysterectomy and left salpingo-oophorectomy. Vaginal vault suspension using bilateral sacrospinous ligament fixation. Pubovaginal sling. Anterior and posterior repair with the graft. Cystoscopy. ¿... Has a symptomatic uterine prolapse. She has a cervix that completely comes out of the vagina.¿ ¿ (B)(6) 2007: CT a/p. ¿conclusion: large fluid collection midline from abdomen to pelvis without evidence of associated inflammatory change. There is associated post-surgical change and small fat containing ventral hernia. The above-described fluid collection was present on the prior study but has mildly increased in size.¿ ¿ (B)(6) 2007: ¿c/o [complaining of] fluid pocket in abd . No signs of incarceration. No pain.¿ explant preoperative complaints: ¿ (B)(6) 2007: CT a/p. ¿left lower abdominal/pelvic hernia with obstruction of bowel. At least two other fascia defects, one containing bowel on the left and one on the right without containing bowel also identified. Fluid collection to subcutaneous tissues anteriorly as described above with what appears to be post-surgical mesh identified in this region as well.¿ ¿ (B)(6) 2007: history & physical. ¿abdominal pain. Three-day hx worsening abdominal pain. Had nausea and vomiting. Upon presentation to emergency department, found to have abdominal hernia times two. CT scan confirmed diagnosis also changes were seen that were consistent with bowel obstruction. White cell count was elevated. Plan: admitted.¿ ¿ (B)(6) 2007: brief history: ¿... 72-year-old obese female with history of multiple surgeries. The patient has had ventral incisional hernias repaired in the past times three, the last of which was done in the year 2000 with a large mesh. The patient has had an approximate seven-year interval without evidence of ventral wall recurrent hernia , however in the past several months she has noticed a ventral abdominal wall hernia and this has been observed. The patient did present to the (B)(6) emergency department with a small bowel obstruction with an incarcerated portion of small bowel. The patient was treated with ngd [nasogastric decompression] compression, bowel rest, IV hydration and was brought to the operating suite on (B)(6) 2007.¿ explant procedure: repair of incarcerated recurrent ventral incisional hernia with mesh 15 x 20 centimeters. Reduction of incarcerated hernia. Mesh repair of two additional upper ventral abdominal wall hernias with large ventralex mesh. Complex abdominoplasty with abdominal wall reconstruction. Explant date: (B)(6), 2007 [hospitalization dates (B)(6), 2007] ¿ findings: ¿through the midline the abdomen was entered. There was a large mesh in place in the midline which was intact. Superficial to his [sic] mesh was a 3 x 6-inch space of fat necrosis which was evacua ted. This was sent to pathology and had no evidence of bacteria in this. There was no foul smell and this again appeared to be secondary to sterile fat necrosis. The mesh had torn at the left lower fascial attachment from the 3 o¿clock position to the 6 o¿clock position. The effect (sic) measured approximately 11 centimeters and ran directly along the existing mesh lateral edge. The hernia sac was chronic and was entered and then the hernia was reduced completely. There was no evidence of strangulation or bowel ischemia. There was mild edema of the proximal dilated small bowel and there was certainly a transition point with decompressed small bowel distally. Several incriminating adhesions were lysed to free of this point and the bowel was reduced into the abdomen completely. This was repaired with mesh. There were additional hernias in the upper abdomen which required a counter incision and two additional ventralex large mesh pieces. There was 3-centimeters overlap in all directions and it was repaired in tension free fashion. A complex abdominal wall plasty was needed because of the severe deformity that was remaining after the large hernia was reduced.¿ ¿ procedure: ¿through a midline incision the abdomen was entered. There was a large space that contained what looked like fat necrosis. This did not have a foul smell. This was evacuated and sent to pathology. There were very few white blood cells and no organisms seen. This appeared to be a sterile necrotic tissue collection. This was entered and it was evacuated and the anterior wall was excised and sent to pathology as specimen and the posterior wall was made up of the existing mesh which measured approximately 20 centimeters by 20 centimeters. This was sewn to the fascial edge and was intact. With further dissection it was clear that the left lateral edge from the 3 o¿clock to the 6 o¿clock position of this midline mesh the fascia had separated from the lateral edge of the mesh. This was the point of incarceration and there was no evidence of ischemic bowel. The hernia sac was entered, meticulous dissection was required to free the small bowel. A clear transition zone was seen with dilated proximal small bowel leading up to the point of transition and decompressed small bowel distally. Several incriminating adhesions were incised and the point of obstruction was released. No bowel resection was performed. There was no enterotomy made or spillage of abdominal contents. This took approximately one hour of lysis of adhesions and was quite significant due to the multiple repairs and multiple surgeries in the past . With the bowel obstruction released and the incarcerated hernia reduced back into the abdomen, several centimeters of fascia were cleared of any adhesions and a very large 15 x 20 centimeter proceed mesh was placed into the abdominal cavity. This was then sutured to the abdominal wall with greater than 3-centimeter overlap and secured into position with 0 prolene . This was sutured on an outer rim approximately 1 centimeter apart requiring multiple interrupted prolene sutures. With this in place in a tension-free fashion, a second inner rim of prolene was used to secure the mesh into place. Again, there was greater than 9 centimeters of overlap. That hernia was complete and the lap and instrument counts were correct. Extensive irrigation was performed and during the hernia repair the upper abdomen was felt where the patient had complained of several other hernias. There was certainly a hernia in the left upper quadrant as well as in the superior portion of the midline near the epigastrium. The main incision was extended superiorly. The epigastric hernia was dissected and the hernia sac was reduced into the abdominal wall and several centimeters of fascia were freed to create a good repair with several centimeters of overlap. In the left upper quadrant there was a large defect measuring approximately 3 centimeters on physical exam and there were extensive adhesions in the upper abdomen so a counterincision was made directly over this fascial defect to avoid further intraabdominal dissection. The counterincision was made in a vertical fashion directly over this defect. The hernia sac was meticulously dissected and then the contents of the reducible hernia on that specific site were reduced into the abdomen. There were multiple intraabdominal adhesions that required meticulous transection to free up the deep fascia internally to allow adequate fixation of the ventralex mesh. Two large ventralex meshes were used from this point forward one was placed in the left upper quadrant defect that measured approximately 3 centimeters. The ventralex mesh was very large and had adequate overlap. This was sutured in with 0 prolene in outer ring and then inner ring with multiple interrupted sutures creating a tension-free repair. A second ventralex was then placed into the epigastric defect and sewn in two rings using 0 prolene interrupted under direct visualization with greater than 3 centimeters of overlap with the mesh and the posterior surface of the deep fascia. T he abdominal wall required extensive dissection and was severely deformed due to this chronic hernia which was very large. With all of the repairs complete at this time the subcutaneous fat was extensively irrigated and in areas appeared nonviable and required complex abdominal wall reconstruction at this point. 10 centimeters of abdominal wall cutaneous surface were incised from both the right portion of the midline incision and left portion of the midline incision. With this much tissue removed a large dog ear was created inferiorly which required further excision in a transverse upside down t-type closure. Tisseel was used to spray in the cutaneous flaps to avoid seroma formation. Three minutes of pressure were applied and then the subcutaneous fat was closed using 00 vicryl. All dead space was obliterated and the superficial cutaneous surface was closed using staples.¿ ? (B)(6) 2007: pathology. ¿source of specimen: (a) skin and tissue. (B) necrotic tissue from hernia sac. (C) hernia sac. (D) left upper quadrant hernia sac. Pre/postop diagnosis: (a, d) recurrent hernia. (B, c) incarcerated hernia. Gross description: (a) received in fixative labeled ¿skin and tissue¿ are several irregular portions of wrinkled appearing pink-tan skin, each of which have abundant attached subcutaneous tissue and have an aggregate weight of 597 gm. And measure 21.0 x 15.0 x 5.0 cm. Together. [S]ectioning reveals the cut surfaces to be comprised of primarily of glistening, lobular, yellow adipose tissue (90%) interspersed with grey-white fibrous tissue (10%). No gross masses are identified. (B) received in fixative labeled ¿necrotic tissue hernia sac¿ are multiple necrotic portions of tan-yellow to red, fatty tissue forming an aggregate of about 15.0 cm. (C) received in fixative labeled ¿hernia sac¿ are portions of congested, lobular, red-yellow adipose tissue. There are also sheet-like portions of surgical mesh material with attached fibrofatty and fibromembranous tissue. The specimen aggregates to 12.5 cm. (D) received in formalin labeled ¿left upper quadrant hernia sac¿ is a portion of congested, lobular, red-yellow adipose tissue with attached pink-tan to purple fibromembranous tissue, 3.0 cm. In greatest dimension. No gross masses are identified. Diagnosis: (a) skin and subcutaneous tissue, designated ¿skin and tissue¿ (excision): fragments of skin and subcutaneous tissue having and aggregate weight of 597 grams showing focal patchy fibrosis. (B) fibrinous material and soft tissue, designated ¿necrotic tissue from hernia sac¿ (excision): fibrinous material with cholesterol clefts and hemosiderin laden macrophages. (C) fibromembranous tissue and surgical mesh material, designated ¿hernia sac¿ (repair): hernia sac with focal mesothelial cell hyperplasia. (D) fibromembranous adipose tissue, designated ¿left upper quadrant hernia sac¿ (repair): hernia sac .¿ ? (B)(6) 2007: ¿microbiology. Wound culture. Source: abdomen. Gram stain: few white blood cells. No organisms seen. No growth.¿ ? (B)(6) 2007: discharge. ¿hospital course: underwent surgical repair, did well postoperatively except for mild congestive heart failure secondary to fluid overload.¿ relevant medical information: ¿ (B)(6) 2007: ¿incision is well healed, dry. Will remove most staples today.¿ ¿ (B)(6) 2007: ¿examination of incision- clean, dry, well healed.¿ ¿ (B)(6) 2008: CT a/p. ¿impression. Post-operative changes of hernia repair of anterior abdominal and pelvic wall with fluid collection measuring 8.8 cm in maximum transverse and 2.3 cm in maximum ap dimensions seen in the right anterior pelvic wall anterior and inferior to the mesh. No significant peripheral enhancement seen; abscess is less likely; correlate clinically. No CT evidence of recurrent herniation.¿ ¿ (B)(6) 2012: CT a/p. ¿impression: 3.4 x 2.4 cm fluid collection seen in the subcutaneous tissues of the anterior abdomen. This may represent seroma or hematoma; however, an infected fluid collection is not excluded on the basis of this study. Consider aspiration. No evidence for incisional hernia.¿ ¿ (B)(6) 2012: ultrasound-guided abscess aspiration/drainage of the anterior wall. ¿impression: successful ultrasound guided aspiration/drainage of probable abscess in the anterior abdominal wall.¿ ¿ impatient hospitalization [hospitalization dates (B)(6), 2012] ? (B)(6) 2012: incision and drainage of abdominal wall abscess r/o [rule/out] fistula. ¿... A #11 blade was used to make a midline incision. A large amount of pus was expressed from this wound.¿ ? (B)(6) 2012: microbiology. ¿isolate: many beta-lactamase positive anaerobic gram-negative bacilli isolated.¿ ? (B)(6) 2012: incision and drainage of abscess with exploration of abdominal wall wound and sharp excisional debridement of necrotic tissue. Removal of multiple sutures around mesh/fistula area. ¿the wound was explored at the bedside and the mesh was clearly exposed. There were prolene sutures that were removed and during the exploration necrotic tissue was debrided and there was clear evidence of enterocutaneous fistula as there was air bubbling out of the base of the abscess and this clearly was from an enterocutaneous fistula and I do not feel this was connected to the bowel.¿ ¿ inpatient hospitalization [hospitalization dates (B)(6), 2012] ? (B)(6) 2012: discharge. ¿hospital course: ¿conclusion: postoperative changes following anterior abdominal wall mesh repair. No significant fluid collection is seen in this region, however there is extensive gas, and soft tissue stranding just deep to the mesh graft, with fat plane between the transverse colon and the mesh graft being effaced. Findings are suspicious for a colocutaneous fistula, with associated inflammatory changes, deep to the mesh graft.¿ ¿ inpatient hospitalization [hospitalization dates (B)(6), 2012] ? (B)(6) 2012: exploration and washout of abdominal wound and associated colocutaneous fistula. ¿we did note that there was some redundant mesh as well as a large suture that were visible and were not freely attached to anything, but did appear to perhaps be hindering drainage of the right lateral area of the patient¿s wound which is where she had been tender and had been seen to have a residual collection on CT scan. We therefore removed this redundant fold of mesh. The patient¿s wound was then irrigated.¿ ¿ inpatient hospitalization [hospitalization dates (B)(6) through (B)(6), 2012] ? (B)(6) 2012: excision of infected mesh and placement of wound vac. ¿dissection was carried down to the level of the mesh. There appeared to be at least 3 separate pieces of mesh that were in the wound. All of these pieces of mesh were excised using a combination of blunt dissection and scissors. Care was taken to avoid entry into the peritoneal cavity and leaving the layer of granulation tissue behind. However, there were 3 small areas in the right upper quadrant, left upper quadrant and left lateral aspect of the wound. At the base of the wound and approximately 1 square 1 cm of colonic mucosa was seen consistent with the colocutaneous fistula. All visible pieces of mesh were excised and gross suture material was also removed.¿ ? (B)(6) 2012: pathology. ¿gross: 1. ¿explanted mesh for gross¿. Received in formalin in a large container is a 14.5 x 9.0 x 3.7 cm aggregate of slightly green discolored abdominal mesh. Gross description only. Microscopic diagnosis: 1. Abdominal wall, foreign body, removal: surgical hardware (gross diagnosis).¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use warn, ¿improper positioning of the smoother, nontextured surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The sterilization records for the gore® dualmesh® biomaterial are unavailable for review. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 1999: (B)(6) medical center. (B)(6) md. Emergency room record. Cc: abdominal pain, rule out incarcerated hernia. Hpi: history of morbid obesity, history of multiple abdominal hernias, some of them requiring emergency surgery secondary to incarceration. Presents to emergency department complaining of inability to push the hernia back into the abdomen. Impression: acute and recurrent multiple abdominal wall hernias, no evidence of any acute incarceration. (B)(6) 2000: (B)(6) medical center. Discharge instructions. Included: no lifting over 10 lbs for 6 weeks. Incision/wound status: abd binder in place, abd drsg changed without s/s of infection. Jp drain x 1 in place. (B)(6) 2005: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/pelvis. Clinical history: abdominal bloating. Conclusion: large 6 x 10 cm ring enhancing fluid collection centered in the right rectus musculature, could represent abscess, hematoma or seroma. (B)(6) 05: mclaren regional medical center. Blake m. Berman. Radiology-abdomen multiple/chest one view. Clinical history: pain. Abdomen: several nondistended gas filled loops of small bowel seen with some colorectal gas relevant. 4mm calcific density is seen at the left lower pelvis. Conclusion: bowel gas pattern could be secondary to ileus or less likely early/partial small bowel obstruction. Bowel gas also suggest some degree of bowel wall thickening. Particularly involving the small bowel loops at the left upper quadrant. (B)(6) 2005: (B)(6) medical center. (B)(6) md. History and physical. Cc: increasing abdominal distention. Recent history of urinary tract infection. Presents with increasing abdominal girth without pain or tenderness. CT scan revealed 6 x 10 cm fluid collection within the right musculature. Impression: right abdominal wall abscess. Plan: admitted and started on IV antibiotics. Surgery consultation. 11/11/05: mclaren regional medical center. [Illegible]. Consultation. Impression/recommendation: 1 week hx of fever & feeling sick, fever resolved 2 days ago when pt. Began levaquin for kidney infection. Pt. Noticed abdominal bloating for which she came to hosp. Exam: abdominal mass, soft mass in epigastric region. Luq hernia 3 cm in diameter, reducible. Rlq mass. Diagnosis: superficial abdominal mass seroma v. Abscess, with luq hernia. Recommendations: will aspirate fluid and send for culture. [Missing records: records for culture were not provided.] 10/19/07: mclaren regional medical center. Mark camens, md. Radiology-CT abdomen/pelvis. Left lower abdominal/pelvic hernia with obstruction of bowel as described above. At least two other fascia defects, one containing bowel on the left and one on the right without containing bowel also identified. Fluid collection to subcutaneous tissues anteriorly as described above with what appears to be post surgical mesh identified in this region as well. 10/20/17: mclaren regional medical center. Saed sahouri, md. History & physical. Cc: abdominal pain. Three day hx worsening abdominal pain. Had nausea and vomiting. Upon presentation to emergency department, found to have abdominal hernia times two. CT scan confirmed diagnosis also changes were seen that were consistent with bowel obstruction. White cell count was elevated. Plan: admitted. As per surgery, plan for or tomorrow. 10/21/07: mclaren regional medical center. Microbiology-wound culture. Source: abdomen. Gram stain: few white blood cells. No organisms seen. No growth. [Erose-5mrmc-brn-00973] 10/29/07: mclaren regional medical center. Saed sahouri, md. Discharge summary. Hospital course: presented with abdominal pain and abdominal hernias. CT scan confirmed two abdominal wall hernias with bowel within hernia as well as bowel obstruction. Underwent surgical repair, did well postoperatively except for mild congestive heart failure secondary to fluid overload. Records between 3/26/2008 and 5/3/2012 were not provided. 05/03/12: mclaren regional medical center. Rod golovoy, md. Radiology-CT abdomen/pelvis. Clinical history: incisional hernia. Palpable abnormality anterior abdomen. Findings: no adenopathy is seen in the abdomen or pelvis. No free fluid or free air. There is no evidence for bowel obstruction or inflammatory process related bowel. Extensive sigmoid diverticulosis is noted without evidence for diverticulitis. Diverticula are also noted scattered throughout the remainder of the colon. In the region of the patient¿s palpable abnormality is an approximately 3.4 x 2.4 cm fluid collection. No other discrete abnormalities are seen. There is no evidence for hernia in this region. Impression: 3.4 x 2.4 cm fluid collection seen in the subcutaneous tissues of the anterior abdomen. This may represent seroma or hematoma, however an infected fluid collection is not excluded on the basis of this study. Consider aspiration. No evidence for incisional hernia. 05/07/12: mclaren regional medical center. Stephen defrietz, do. Radiology-us/procedure note. Exam reason: abdominal seroma, abscess. Exam: ultrasound-guided abscess aspiration/drainage of the anterior wall. Clinical history: superficial fluid collection within the anterior abdominal wall, possible abscess. Request for aspiration/drainage. Request for fluid evaluation. Complications: none. Description of procedure: the procedure was explained. Complications including but not limited to pain, infection, bleeding, need for surgery and/or extended care, allergic reaction, bowel perforation, perforation, peritonitis, sepsis, hernia mesh infection, enterocutaneous fistula, etc. Were discussed. Questions were answered. Options were given. Time-out performed to check patient¿s identity and proper procedure. Consent was obtained. The area of concern at the anterior midline abdominal wall was irrigated sonographically. A complex fluid collection is seen superficially measuring 3 cm in greatest diameter. The area was prepped and draped in a normal sterile fashion and 2 % lidocaine was used to anesthetize the superficial and deep soft tissue. An 18-guage needle was taken into the fluid collection under ultrasound guidance and approximately 10 ml sample of cloudy fluid were aspirated. The sample was placed in a specimen container and sent for evaluation. Direct pressure was applied to the entry site and hemostasis was achieved. The area was bandaged appropriately. The patient tolerated the procedure well without immediate complication or complaint and left the radiology department in stable condition. Description of findings: sonographic images demonstrate a superficial, complex appearing fluid collection in the anterior abdominal wall within the subcutaneous soft tissue along the midline measuring approximate 3 cm in greatest dimension. Sonographic images demonstrate the aspiration needle in satisfactory position within this fluid collection. Post aspiration/drainage images demonstrate resolution of the fluid. Impression: successful ultrasound guided aspiration/drainage of probable abscess in the anterior abdominal wall. 05/14/12: mclaren regional medical center. Dr. Iddings. Consultation report. Summary of present findings: abd wall abscess. Cc: abdominal wall ¿blister/abscess¿ epigastrium. Pt reports abdominal wall abscess x 2-3 weeks. Psh: hernia repair x 4 with mesh in place. Diagnosis: anterior abdominal wall abscess likely acute or chronic mesh infection. 05/14/12: mclaren regional medical center. Microbiology-wound culture. Culture results: gram stain: many wbvc, few gram negative bacilli. Isolate: many beta-lactamase positive anaerobic gram negative bacilli isolated. 05/15/12: mclaren regional medical center. Gregory forstall, md. Consultation. Reason for consultation: abdominal wall abscess with antibiotic therapy. Hpi: history of incarcerated ventral incisional hernia with mesh placement with repair of two additional upper ventral abdominal wall hernias with large ventralex mesh on 10/21/07. Patient was having two-to-three-week history of the abdominal wall abscess. Patient was started on ciprofloxacin, wound cultures shown escherichia coli and bacteriodes. Concern regarding the abscess, tracking down to the underlying mesh. Patient had a CT scan of the abdomen and pelvis which showed abdominal wall fluid collection which was subcutaneous in location. Repeat cultures have shown gram-negative rods. Abdomen: revealed an area of erythema on the midportion of the abdomen. The wound was packed. Impression: gram-negative infection of the abdominal wall wound, rule out underlying infected mesh. 05/17/12: mclaren regional medical center. Douglas m. Iddings, do. Progress note. Pt. Very concerned about surgery and it was cancelled. Will explore at bedside in am & pt wants to try abx & wound care despite my feeling that it will likely not work & it will likely come to surgery to explant the mesh which is likely infected. Dressing changed & was moist/soupy very concerning for fistula to small bowel. No foul odor slight tem on IV abx. Very concerning. Will recheck in am 05/18/12: mclaren regional medical center. Douglas m. Iddings, md. Operative report. Preop diagnosis: abdominal wall abscess, rule out fistula. Postop diagnosis: abdominal wall fistula with infected synthetic mesh. Procedure performed: incision and drainage of abscess with exploration of abdominal wall wound and sharp excisional debridement of necrotic tissue. Removal of multiple sutures around mesh/fistula area. Specimen: none. Complications: none. Disposition: stable. Brief history/indications for procedure: a 76 year-old female with multiple abdominal ventral hernias who underwent a very definitive ventral hernia repair approximately 4 years ago with a large synthetic mesh and a component separation. She has done well for several years. However, recently presented with a cellulitis of the abdominal wall and this was determined to be an abscess and she was admitted to the hospital. She was started on IV antibiotics and this wound kept draining and it was suspected that this was an enterocutaneous fistula involving the mesh and we discussed this in detail. We considered a surgery to explant the mesh. However, the patient and family wanted to be very conservative and we continued antibiotics and on 05/18/2012 I felt we needed to explore the wound and make a very clear, definitive determination that the mesh was either infected or it was not. I had a very high clinical suspicion it was. They understood this and therefore written informed consent was obtained and we did the bedside procedure with incision and drainage and exploration of the abdominal wall with sharp excisional debridement on 05/18/2012. Intraoperative findings: ¿the wound was explored at the bedside and the mesh was clearly exposed. There were prolene sutures that were removed and during the exploration necrotic tissue was debrided and there was clear evidence of enterocutaneous fistula as there was air bubbling out of the base of the abscess and this clearly was from an enterocutaneous fistula and I do not feel this was connected to the bowel. Even though it did grow anaerobes, it did not smell like stool and I felt this is likely a small bowel fistula. However, the cat scan did not show an abscess or any other findings but again I do not think this can be managed conservatively at this point and I feel that we will need surgery. The patient understood this and tolerated the procedure well and all questions were answered. Wet-to-dry dressings will be done and antibiotics will continue until surgery is set.¿ 05/18/12: mclaren regional medical center. Gregory forstall, md. Infectious disease progress note. Impression: enterocutaneous fistula with infected abdominal wall mesh with culture showing anaerobic gram-negative rods. Recommendations: patient can be discharged on flagyl 500 mg orally three times daily and undergo removal of the mesh next week at genesys regional medical center. 05/18/12: mclaren regional medical center. Douglas m. Iddings, do. Discharge summary. Discharge diagnosis: enterocutaneous fistula involving infected synthetic mesh. Major procedures: incision and drainage of abscess in the emergency department on 05/14/12. Exploration of abdominal wall with sharp excisional debridement and removal of sutures from the abdominal wall enterocutaneous fistula performed on 05/18/12 by dr. Iddings. Brief history and summary of hospitalization: ventral hernia repair with mesh several years ago. Presented to emergency department with cellulitis of the abdominal wall. CT scan done and appeared to be an abscess but the abdominal wall was very thin and this could certainly be involving synthetic mesh. This was drained and cultures grew e.coli and anaerobes suspicious for an enterocutaneous fistula. Patient improved over next several days on antibiotics, did have persistent drainage from the wound site. Consideration of surgical explantation of the mesh, we did explore the wound at the bedside and there was clearly exposed mesh and air coming from the base of the wound, bubbling gas from the intestine and I felt this was a fistula; no foul odor, likely connected to a piece of small bowel and not to colon. Needed to be handled surgically and the synthetic mesh needed to be removed; biologic mashed [sic] would be placed. Followup: patient will follow up and will schedule a direct admit for procedure and require explantation of mesh and will likely have prolonged healing and she understood this. 08/08/12: michigan medicine general surgery clinic. Justin brigham dimick, md. Office notes. Notes: infected hernia mesh, infected w/ e-coli. 09/12/12: michigan medicine general surgery clinic. Justin brigham dimick, md. Office notes. Physician letter: presented with a complex abdominal wall. Piece of ventral hernia mesh that eroded into her transverse colon presenting with a mass of infection. Underwent debridement, leaving her with a colocutaneous fistula. Currently on tpn and having complex wound drainage system. Reports good healing. Exam: well-formed transverse colon fistula w/ two buds both proximal and distal showing well-granulating wound around it. Size decreased dramatically since august. Has appliance in place, draining well. Underwent barium enema yesterday, no evidence of distal obstruction of colon. Impression: complex abdominal wall defect w/ colocutaneous fistula. Mesh has been removed which also causes fistula, has granulating wound. Ultimately, will close to where we can place an ostomy appliance on this wound to let her eat. At that point, we can decide whether to let it close on its own or to perform a colostomy takedown six months from time done healing. [Missing records: records for the barium enema yesterday were not provided.] 09/26/12: michigan medicine general surgery clinic. Justin brigham dimick, md. Office notes. Wound check. Exam: temp 99.9, wt 179 lbs. Well-formed transverse colon fistula. Size decreased over last two weeks. 10/01/12: michigan medicine general surgery clinic. Telephone encounter. Wound/fistula now open, does she need appt? Called pt back; states wound has opened a bit more, currently packing wet-to-dry and is including the area that recently opened. Denies change in drainage or condition of surrounding skin. Afebrile. Appt for next clinic day 10/10. Instructed to call sooner if develops fever or any changes w/ wound. 10/10/12: michigan medicine general surgery clinic. Justin brigham dimick, md. Office notes. Wound check. 11/07/12: michigan medicine general surgery clinic. Justin brigham dimick, md. Office notes. F/u regarding enterocutaneous fistula (transverse colon). She is not eating full meals but trying to eat three times a day. Working on staying hydrated. Wound has slowly shrank in size. Output from fistula is semi-solid; has to empty wound bag approx. Three times a day. Exam: abdomen, soft, non-tender, non-distended, base of wound 5cm diameter, no undermining w/ granulation tissue present, stoma of fistula prolapsed 5cms but can easily be reduced. Discussed stopping tpn, recommend leaving PICC in place while trial off tpn. Regarding wound, continue to manage as has been doing, should continue to heal and will likely close on its own over next 6-9 months. 12/19/12: michigan medicine general surgery clinic. Telephone encounter. Mr. Rose states that esther feels she could benefit from the support of an abdominal binder. Will fax rx for binder. 12/23/12: michigan medicine general surgery clinic. Telephone encounter. Daughter called stating, low grade temperature of 100.3. Had mild chills last night. Overall feels well. No abdominal wall erythema or new drainage. PICC in place since july. Visiting nurse coming tomorrow. Fever greater than 101 f, go to ER/call again. 12/24/12: michigan medicine general surgery clinic. Telephone encounter. Continues to have fevers up to 101. Shaking chills. PICC site has no erythema. Fistula output turned from solid to runny last few days. Recommended ed for evaluation and blood work. She was hesitant to come in. Explained that while it could be viral, concern about PICC being infected, also concerned about change in fistula output. 12/28/12: michigan medicine general surgery clinic. Telephone encounter. Taking 100% of her nutrition po. Order for discontinue PICC line. States symptoms from 12/24 subsided after 24 hours and is feeling much better now. 03/06/13: michigan medicine general surgery clinic. Justin brigham dimick, md. Progress notes. F/u enterocutaneous fistula. Discussed taking down fistula. Would be risky, given her age and large abdominal hernia (which we would not fix at that time). 03/20/13: michigan medicine general surgery clinic. Justin brigham dimick, md. Progress notes. Complex abdominal wall defect who presents with concern for area of swelling, warmth, erythema, and tenderness in left lower quadrant of her abdomen. History last spring had a piece of ventral hernia mesh that eroded into her transvers colon. Presented with an abdominal wall abscess/infection, which underwent debridement and mesh removal. Subsequently developed a colocutaneous fistula. Past week, a spot has developed on her abdomen. Appears similar to skin lesion that preceded her abdominal abscess last spring. Progressively enlarged. Red and has developed a white and ulcerating center. Swollen and tender to touch. Constipation worse over last month. Exam: left lower quadrant, circular area of induration approx. 2 inches in diameter, erythematous, slightly warm, firm induration around borders, center soft, tender. Transverse fistula draining fecal material. Left-sided ventral hernia is evident. Skin lesion on her abdomen most likely represents a boil or superficial skin infection. Recurrent intra-abdominal infection is less likely given that her infected hernia mesh was removed. If lesion enlarges, surgical intervention may become necessary. (B)(6) 2013: michigan medicine general surgery clinic. Telephone encounter. New hole in her stomach. Today she calls to say that the lesion just ¿declared itself¿ and has opening the diameter of a pencil eraser with a depth of 0.5cm. Drained small amounts of frank red blood but no pus. Area remains red. Denies fevers/chills; asymptomatic systemically. Plan: keflex, wet to dry dressings. Follow up in clinic. (B)(6) 2013: (B)(6) clinic. (B)(6) md. Office notes. Small area of excoriation w/ good granulation tissue at base. The new area of excoriation is likely just from friction and is healing well. (B)(6) 2013: (B)(6) clinic. (B)(6) md. Office notes. Presents for evaluation of takedown of colocutaneous fistula. Colocutaneous fistula that is from an infected mesh erosion. She wishes to have it taken down. Will need a barium enema to clarify her distal anatomy. 11/15/13: mclaren regional medical center. Stephen defriez, do. Radiology-CT abdomen/pelvis. Clinical history: bowel obstruction. Unable to have bowel movement. Impression: midline ventral abdominal hernia containing a portion of the transverse colon and mesentery. The colon beyond this point is predominately decompressed. Obstruction is not excluded. There is mild ileus of the small bowel. 03/19/14: michigan medicine general surgery clinic. Justin brigham dimick, md. Office notes. Colocutaneous fistula and ventral hernia. Comes in today to discuss surgical options. Chronic, persistent colocutaneous fistula (2 years) caused by mesh erosion. Requesting surgical take down. Will schedule for transverse colon fistula take down and abdominal wall reconstruction with strattice mesh for april. (B)(6) 2014: (B)(6) clinic. (B)(6) md. Office notes. Postop visit. Underwent colocutaneous fistula takedown 2 weeks ago. Has done well after procedure without complications. Wound is well healed, except small are of skin necrosis in center of incision. Has an eschar over it. No evidence of infection. Having trouble with constipation intermittently, resolving w/ over the counter remedies. Return in a year if interested in having hernia repaired. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records for the ¿two ventral hernia repairs, the first one requiring a mesh repair¿ were not provided. (B)(6) 1999: (B)(6)md. Radiology-CT abdomen/pelvis. Clinical data: possible hernia. Conclusion: evidence of a large anterior lower abdominal wall and pelvic hernia with herniated bowel loops in the subcutaneous area of the lower abdomen and pelvis. (B)(6) 2000: (B)(6) center. (B)(6)md. Operative report. Pre/postop diagnosis: recurrent incarcerated ventral hernia with partial bowel obstruction. Operation: exploratory laparotomy. Lysis of adhesions. Resection of the hernia sac, multiple. Resection of previous mesh along with repair of the large ventral hernia with gore-tex mesh. Estimated blood loss: minimal. Complications: none. Drains: jackson-pratt placed x 1. Indications: this is a 64-year-old white female who had previously two ventral hernia repairs, the first one requiring a mesh repair; the second one was primarily repaired with lysis of adhesions. Was found to have recurrent, persistent hernia. Because of the hernia at multiple sites and it got incarcerated two days prior to the admission and was seen in the emergency room. It was reduced and the patient clinically was asymptomatic at that time. Also, patient¿s daughter was getting married, hence, patient wanted not to have undergone operation; but the day after that patient was readmitted with persistent pain and incarceration of the hernia. Even though this was reduced, it was decided at this time patient should have a bowel and definitive surgery the following day. Bowel prep was given. On exploration of this area, it was noted patient has three large defects in the fascial area. The lower one to the right of the umbilicus through the previous mesh repair at the margin as well as there is one on the left side of the umbilicus and one on the upper right side of the umbilicus. Large hernia sac was identified in each of those, which were excised, and the entire weakened fascial portions in the central part of the abdomen; including the previous mesh, were sharply excised and the fresh edge of the fascia was identified and then the bowel was reduced and lysis of adhesions was done. The entire defect was repaired in the following manner by using a large gore-tex graft. No other abnormality was noted in the abdomen, except, multiple adhesions were noted within the loops of small bowel. The adhesions between the loops were lysed, but many of the chronic adhesion areas were left intact. Examination of the liver and pelvis did not show any other abnormalities. Procedural note: ¿the patient was placed in the supine position. Prior to anesthesia, the patient was identified by the surgeon. After satisfactory general anesthesia, the abdomen was prepped with betadine, draped with sterile draping¿s keeping the abdominal area exposed. A vertical midline incision was given. Immediately after the skin and some subcu incision, it was noted that the patient had a large amount of herniated bowel through the hernia sac; hence the utmost precaution was taken not to injure any bowel and a small opening in the weakened portion of the sac in the midline was done and as the bowels were reduced from the hernia sac, the hernia sac was excised in the manner, first on the left of the midline and then the two large sacs were noted on the right of the midline; one slightly below the umbilicus through the margin of the previous mesh repaired as well as one on top of it. Within both hernial sacs, loops of bowel were noted to be herniated. They were gently retracted and some lysis of adhesions needed to be performed in this area. After the bowel was pushed back, the hernial sac was pulled out with a kocher clamp and excised completely. The attenuated portions of the fascia also were excised on the right side; thereby creating a fresh edge of the anterior and posterior rectus fascia. As the fascial defect near the lower portion of the graft which was previously placed was also excised, the anterior margins of the fascia; both in the circumferentially manner on the right and left were thereby created creating a fresh margin of the fascia. Abdominal cavity was thoroughly irrigated with clorpactin and normal saline. Following this, it was decided to repair this entire defect with a gore-tex graft in the following manner. A large gore-tex graft was placed over the defect suture was started over the top of the anterior fascia in a circumferential manner starting from the lower midline across the circumference on the right side of the fascia. This was done about 4 centimeters away from the fascial edge using #1 prolene from 9 o¿clock all the way down to the 6 o¿clock position and also from 9 o¿clock up to the 12 o¿clock position on the right side. Following this, the medial portion of the fascia was cut in such a way that the entire defect could be covered with the gore-tex mesh without much tension at the suture line. The left side of the fascial edge was sutured with the undersurface of the gore-tex graft about 4 centimeters away from the margin with continuous running sutures from 6 o¿clock all the way up to the 12 o¿clock position with #1 prolene and then the edges of the fascia were overlapped on the top of the anterior sheath and a continuous running suture with #2 ethibond was made in this manner from 6 o¿clock all the way up to the 12 o¿clock position. In this manner, there are two layers of sutures placed; one at the fascial edge with the gore-tex mesh and one at the edges of the gore-tex mesh with the anterior sheath. Good suture repair was done and it was treated and found to be otherwise secured. The area was thoroughly irrigated with sterile clorpactin solution. The jackson-pratt drain was inserted through stab incision and placed into the large subcutaneous defect that was creased because of the reduction of the hernia and the bowel and sutured in placed. The subcutaneous tissue was closed with continuous running suture with 2-0 chromic. The skin was closed with staples. Sterile dressing applied. Instrument, sponge, needle counts were correct. The patient recovered from the anesthesia satisfactorily and was sent to the recovery room in stable condition.¿ (B)(6) 2000: (B)(6)medical center. Intraoperative record. Implant sticker. Gore-tex dualmesh biomaterial. Item#: 1dlm08. Lot#: p11351-092. Asa 2. The record confirms a gore® dualmesh® biomaterial (1dlm08/p11351-092) was implanted during the procedure. (B)(6) 2000: (B)(6) medical center. (B)(6)md. Surgical pathology. Specimen: hernia contents. Preop diagnosis: recurrent ventral hernia. Gross description: received in formalin are multiple irregular fragments of fibrofatty and membranous tissue including some embedded portions of possible mesh or synthetic graft material. These form an aggregate about 10 x 10 x 6 cm. Representative sections are submitted. Diagnosis: fibroconnective tissues and admixed portions of synthetic mesh and suture, ventral abdominal region (herniorrhaphy): hernia sac with associated soft tissues. 01/17/00: [clinic unknown; author [illegible]. Progress notes. Wt 200 lb. C/o: post-op ventral hernia repair. Still tender. Abd soft, incision c/d/I. Jp drain 30 cc. Removed staples no s/s of infection. (B)(6) 2000: [clinic and author unknown.] Progress note. Wt 194 lb. C/o: been vomiting, nauseated, low grade temp. May have the flu. Post-op hernia repair. No problems with that. No pain. No signs of infection. Jp drain removed. No drainage. (B)(6) 2000: (B)(6)medical center. Microbiology-wound culture. Source: jackson-pratt. Gram stain: few white blood cells. Rare gram negative coccobacillary organisms. Final report: moderate enterococcus faecalis. (B)(6) 2000: (B)(6) imaging. (B)(6) md. Radiology report. Abdomen. Clinical data: abdominal pain. Conclusion: mild small bowel ileus in the epigastric region, without high grade mechanical colonic obstruction or gi perforation. (B)(6) 2000: [clinic and author unknown.] Progress note. Wt 198 lb. C/o: post-op hernia repair. Feeling good-starting to do more around the house. No complaints. Healed well; no signs of infection. (B)(6) 2001: (B)(6)diagnostic imaging. (B)(6) md. Radiology-CT abdomen/pelvis. Clinical data: ventral hernia. Previously seen ventral hernia has apparently been repaired. There is no entrapment or obstruction or regional bowel loops since the prior study. A large cystic mass is intimately associated with the anterior abdominal wall, approximately 10.0 x 6.0 cm. In the greatest two-dimensional diameter. It is unclear as to whether this fluid-filled or cystic focus is a normal, previously surgically replaced structure or whether this could represent a focal post-operative seroma or, if there is a febrile illness, possibility of infectious process such as focal abscess. Mild non-specific inflammatory change or panniculitis noted along the inferior margin of the cystic focus without involvement of the underlying peritoneal cavity. Scattered sigmoid diverticula without CT evidence of diverticulitis and without pelvic abscess. Conclusion: there has been apparent interval surgical repair of previously seen large ventral/abdominal wall hernia and approximately 10.0 cm cystic or fluid filled focus intimately associated with anterior abdominal wall . The possibility of focal midline post-op seroma or even infectious-process such as focal abscess considered. No evidence of involvement or entrapment of regional bowel loops and no bowel obstruction or pneumoperitoneum. Records between (B)(6)2001 and (B)(6)2007 were not provided. (B)(6) 2007: (B)(6) diagnostic imaging. (B)(6) md. Radiology-CT abdomen/pelvis. Clinical data: abdomen/flank pain. The patient is status-post cholecystectomy. There is increased curvilinear high density material along the anterior rectus likely related to prior hernia surgery and mesh material. There is a large fluid attenuation collection seen in the midline involving the anterior abdominal wall extending into the pelvis with maximal dimensions inferiorly of 11.0 cm. Transverse and 6.9 cm. Anteroposteriorly. No surrounding inflammatory changes are identified. The craniocaudal dimensions are approximately 12.0 cm. More superiorly there is a focal defect in the fascia containing only fat just to the right of the midline measuring 2.0 cm. There is extensive diverticulosis throughout the entire colon without focal abscess, free fluid collection or signs of active inflammation. Conclusion: large fluid collection midline from abdomen to pelvis without evidence of associated inflammatory change. There is associated post-surgical change and small fat containing ventral hernia. The above described fluid collection was present on the prior study but has mildly increased in size. Extensive colonic diverticulosis without evidence for active inflammation. (B)(6) 2007: dr. Iddings. Progress note. Wt 208 lb. C/o fluid pocket in abd. No signs of incarceration. No pain. CT scan. (B)(6) 2007: (B)(6)medical center. (B)(6) md. Operative report. Pre/postop diagnosis: incarcerated recurrent ventral incisional hernia with bowel obstruction. Operation: repair of incarcerated recurrent ventral incisional hernia with mesh 15 x 20 centimeters. Reduction of incarcerated hernia. Mesh repair of two additional upper ventral abdominal wall hernias with large ventralex mesh. Complex abdominoplasty with abdominal wall reconstruction. Estimated blood loss: less than 200 ml. Specimen: hernia sac. Sections of abdominal wall. Complications: none. Disposition: stable. Brief history: ¿this patient is a pleasant 72-year-old obese female with history of multiple surgeries. The patient has had ventral incisional hernias repaired in the past times three, the last of which was done in the year 2000 with a large mesh. The patient has had an approximate seven-year interval without evidence of ventral wall recurrent hernia , however in the past several months she has noticed a ventral abdominal wall hernia and this has been observed. The patient did present to the mclaren emergency department with a small bowel obstruction with an incarcerated portion of small bowel. The patient was treated with ngd compression, bowel rest, IV hydration and was brought to the operating suite on (B)(6) 2007. I had a long discussion regarding the prognostic significance of this finding as well as the options for treatment. This long discussion covered all risks and benefits and the fact that this effort to repair her ventral hernia could certainly result in a future ventral hernia as these tend to recur if she is unable to lose any weight. The patient understood this and informed consent was obtained. Through the midline the abdomen was entered. There was a large mesh in place in the midline which was intact. Superficial to his [sic] mesh was a 3 x 6 inch space of fat necrosis which was evacua ted. This was sent to pathology and had no evidence of bacteria in this. There was no foul smell and this again appeared to be secondary to sterile fat necrosis. The mesh had torn at the left lower fascial attachment from the 3 o¿clock position to the 6 o¿clock position. The effect measured approximately 11 centimeters and ran directly along the existing mesh lateral edge. The hernia sac was chronic and was entered and then the hernia was reduced completely. There was no evidence of strangulation or bowel ischemia. There was mild edema of the proximal dilated small bowel and there was certainly a transition point with decompressed small bowel distally. Several incriminating adhesions were lysed to free of this point and the bowel was reduced into the abdomen completely. This was repaired with mesh. There were additional hernias in the upper abdomen which required a counterincision and two additional ventralex large mesh pieces. There was 3-centimeters overlap in all directions and it was repaired in tension free fashion. A complex abdominal wall plasty was needed because of the severe deformity that was remaining after the large hernia was reduced. Intraoperative detail: the patient was taken to the operative suite, placed on the surgical table and then provided with a general anesthetic with endotracheal intubation without complication. The abdomen was prepped with duraprep and draped in sterile fashion. Through a midline incision the abdomen was entered. There was a large space that contained what looked like fat necrosis. This did not have a foul smell. This was evacuated and sent to pathology. There were very few white blood cells and no organisms seen. This appeared to be a sterile necrotic tissue collection. This was entered and it was evacuated and the anterior wall was excised and sent to pathology as specimen and the posterior wall was made up of the existing mesh which measured approximately 20 centimeters by 20 centimeters. This was sewn to the fascial edge and was intact. With further dissection it was clear that the left lateral edge from the 3 o¿clock to the 6 o¿clock position of this midline mesh the fascia had separated from the lateral edge of the mesh. This was the point of incarceration and there was no evidence of ischemic bowel. The hernia sac was entered, meticulous dissection was required to free the small bowel. A clear transition zone was seen with dilated proximal small bowel leading up to the point of transition and decompressed small bowel distally. Several incriminating adhesions were incised and the point of obstruction was released. No bowel resection was performed. There was no enterotomy made or spillage of abdominal contents. This took approximately one hour of lysis of adhesions and was quite significant due to the multiple repairs and multiple surgeries in the past . With the bowel obstruction released and the incarcerated hernia reduced back into the abdomen, several centimeters of fascia were cleared of any adhesions and a very large 15 x 20 centimeter proceed mesh was placed into the abdominal cavity. This was then sutured to the abdominal wall with greater than 3-centimeter overlap and secured into position with 0 prolene . This was sutured on an outer rim approximately 1 centimeter apart requiring multiple interrupted prolene sutures. With this is in place in a tension-free fashion, a second inner rim of prolene was used to secure the mesh into place. Again there was greater than 9 centimeters of overlap. That hernia was complete and the lap and instrument counts were correct. Extensive irrigation was performed and during the hernia repair the upper abdomen was felt where the patient had complained of several other hernias. There was certainly a hernia in the left upper quadrant as well as in the superior portion of the midline near the epigastrium. The main incision was extended superiorly. The epigastric hernia was dissected and the hernia sac was reduced into the abdominal wall and several centimeters of fascia were freed to create a good repair with several centimeters of overlap. In the left upper quadrant there was a large defect measuring approximately 3 centimeters on physical exam and there were extensive adhesions in the upper abdomen so a counterincision was made directly over this fascial defect to avoid further intraabdominal dissection. The counterincision was made in a vertical fashion directly over this defect. The hernia sac was meticulously dissected and then the contents of the reducible hernia on that specific site were reduced into the abdomen. There were multiple intraabdominal adhesions that required meticulous transection to free up the deep fascia internally to allow adequate fixation of the ventralex mesh. Two large ventralex meshes were used from this point forward one was placed in the left upper quadrant defect that measured approximately 3 centimeters. The ventralex mesh was very large and had adequate overlap. This was sutured in with 0 prolene in outer ring and then inner ring with multiple interrupted sutures creating a tension-free repair. A second ventralex was then placed into the epigastric defect and sewn in two rings using 0 prolene interrupted under direct visualization with greater than 3 centimeters of overlap with the mesh and the posterior surface of the deep fascia. The abdominal wall required extensive dissection and was severely deformed due to this chronic hernia which was very large. With all of the repairs complete at this time the subcutaneous fat was extensively irrigated and in areas appeared nonviable and required complex abdominal wall reconstruction at this point. 10 centimeters of abdominal wall cutaneous surface were incised from both the right portion of the midline incision and left portion of the midline incision. With this much tissue removed a large dog ear was created inferiorly which required further excision in a transverse upside down t-type closure. Tisseel was used to spray in the cutaneous flaps to avoid seroma formation. Three minutes of pressure were applied and then the subcutaneous fat was closed using 00 vicryl. All dead space was obliterated and the superficial cutaneous surface was closed using staples. An abdominal binder was placed and the operation was complete.¿ there is no mention of infection involving the gore device. (B)(6) 2007: (B)(6)medical center. (B)(6) md. Surgical pathology. Lab no: s-07-013530. Source of specimen: (a) skin and tissue. (B) necrotic tissue from hernia sac. (C) hernia sac. (D) left upper quadrant hernia sac. Pre/postop diagnosis: (a, d) recurrent hernia. (B, c) incarcerated hernia. Gross description: (a) received in fixative labeled ¿skin and tissue¿ are several irregular portions of wrinkled appearing pink-tan skin, each of which have abundant attached subcutaneous tissue and have an aggregate weight of 597 gm. And measure 21.0 x 15.0 x 5.0 cm. Together. Sectioning reveals the cut surfaces to be comprised of primarily of glistening, lobular, yellow adipose tissue (90%) interspersed with grey-white fibrous tissue (10%). No gross masses are identified. Representative sections are submitted in (a1). (B) received in fixative labeled ¿necrotic tissue hernia sac¿ are multiple necrotic portions of tan-yellow to red, fatty tissue forming an aggregate of about 15.0 cm. Representative sections are submitted in (b1). (C) received in fixative labeled ¿hernia sac¿ are portions of congested, lobular, red-yellow adipose tissue. There are also sheet-like portions of surgical mesh material with attached fibrofatty and fibromembranous tissue. The specimen aggregates to 12.5 cm. Representative sections are submitted in (c1). (D) received in formalin labeled ¿left upper quadrant hernia sac¿ is a portion of congested, lobular, red-yellow adipose tissue with attached pink-tan to purple fibromembranous tissue, 3.0 cm. In greatest dimension. No gross masses are identified. Representative sections are submitted in (d1). Diagnosis: (a) skin and subcutaneous tissue, designated ¿skin and tissue¿ (excision): fragments of skin and subcutaneous tissue having and aggregate weight of 597 grams showing focal patchy fibrosis. (B) fibrinous material and soft tissue, designated ¿necrotic tissue from hernia sac¿ (excision): fibrinous material with cholesterol clefts and hemosiderin laden macrophages. (C) fibromembranous tissue and surgical mesh material, designated ¿hernia sac¿ (repair): hernia sac with focal mesothelial cell hyperplasia. (D) fibromembranous adipose tissue, designated ¿left upper quadrant hernia sac¿ (repair): hernia sac . (B)(6) 2007: dr. (B)(6) progress note. Wt 209 lb. Incision is well healed, dry. Will remove most staples today. Imp: post-op. (B)(6) 2007: dr. (B)(6) progress note. Wt 205 lb. Examination of incision- clean, dry, well healed, using compression band around abdomen. Imp: abdominal discomfort- s/p hernia repair. (B)(6) 2008: (B)(6) imaging center. Sally folger. Radiology-CT abdomen/pelvis. Clinical indication: umbilical hernia. Patient had hernia repair done in (B)(6) 2007. The liver is normal. Cholecystectomy noted. The spleen, pancreas, adrenal glands and kidneys are unremarkable. Small right renal parapelvic cysts are unchanged from the previous study. Diverticulitis of the colon seen without CT evidence of acute diverticulitis. No evidence of bowel obstruction seen. There is evidence of anterior abdominal wall hernia repair with mesh placement. In right anterior pelvic wall anterior to the mesh, there is a fluid collection measuring 8.8 cm in maximum transverse, 2.3 cm in maximum ap dimension and [sic] cm. In maximum craniocaudal dimension. No definitive peripheral enhancement is seen. There is fat scranding [sic] throughout the abdominal wall. No enhancing fluid collections are identified. CT m abd wwo pelvis w imp: post-operative changes of hernia repair of anterior abdominal and pelvic wall with fluid collection measuring 8.8 cm in maximum transverse and 2.3 cm in maximum ap dimensions seen in the right anterior pelvic wall anterior and inferior to the mesh. No significant peripheral enhancement seen, abscess is less likely; correlate clinically. Fat stranding anterior to the mesh likely representing post-operative changes. No CT evidence of recurrent herniation. Diverticulosis of the colon without CT evidence of acute diverticulitis. Records between (B)(6)2008 and (B)(6)2012 were not provided. Continued on attachment. - attachment: [st241356.zip].

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2000 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, (B)(6) 2012, and (B)(6) 2012, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: folded mesh, separated mesh from fascia, recurrence, adhesions causing small bowel obstruction, and infection. Additional event specific information was not provided.